Event description:
It was reported that during a percutaneous transluminal rotational coronary atherectomy procedure, sheath damage occurred. The lesion being treated was located at the heavily calcified bifurcation of the mid left anterior descending artery (lad) and 1st diagonal (d1). The system was platformed at 180,000 rpms. Following successful treatment of the right coronary artery, the 1.25mm burr was being used at the bifurcation, and the speed would only reach 120,000 rpms. The physician removed the burr, and found saline leakage the length of the sheath. The physician then used a 1.5mm burr successfully. Two promus stents then placed. No pt complications were reported.

Manufacturer narrative:
(B)(4).